Manufacturer narrative:
Date of event: unknown. Investigation summary: one (1) sample was received from the customer for investigation. However, as the returned samples were potentially contaminated with a chemo drug they were not able to be tested due to the risk of potential contamination of the testing equipment and potential exposure of personnel to the chemo drug. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Based on the investigation conclusion, the condition reported by the customer could not be confirmed nor could this symptom be correlated with a potential cause linked to the bd process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: a complaint history check was performed and this is the 2nd related complaint reported with the defect/condition of leakage past stopper for lot #8360513 item #302830. Related complaint: (B)(4). Root cause description: based on the investigation conclusion, the condition reported by the customer could not be confirmed nor could this symptom be correlated with a potential cause linked to the bd process. Rationale: no corrective or preventative actions are proposed in the scope of this complaint.

Event description:
It was reported that there was leakage past the stopper with a bd 20ml syringe luer-lok¿ tip. The following information was provided by the initial reporter: leakage thru the stopper.